Event description:
Pt died as a direct result of a "severe chest wall wound from radiation necrosis". Pt was treated with radiotherapy for breast cancer. The linear accelerator used was a siemens mevatron md installed in 1991. Pt's radiation burn likely occurred late in the course of radiotherapy. The medical facts demonstrated that a serious, potentially life-threatening radiation burn should have been apparent to facility and its radiation oncologists two or 3 mos later due to the persistence of widespread ulceration that should have healed much earlier and a serious brachial plexus injury which eventually caused pt to lose total function of the left arm. The physicist with whom rptr has consulted believes the burn was caused by a machine malfunction owing to some yet undetermined but intercurrent factors such as software glitch, failure of interlock mechanism, service related error or the failure of a filter to properly lock into place.